Manufacturer narrative:
Product event summary: 5076 proximal portion of the lead was received measuring 7.5 cm and the distal portion was received measuring 41 cm. The outer insulation of the lead developed a breach due to a depression while in vivo. Visual summary analysis of the lead indicated stretching.

Event description:
It was reported that the atrial lead had noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694965 lead, implanted: 2006 (B)(6). (B)(4).